Event description:
It was reported that surgeon was using endopouch pro46 during a laparoscopic cholecystectomy procedure. Surgeon introduced device specimen bag and retrieved the gallbladder. Once the gallbladder was placed in the bag, the bag was removed with the trocar. At this point, the bottom tip of the specimen bag tore and pieces of the specimen fell. The pieces were easily retrieved and there were no consequences to the patient reported.